Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip would not detach from the catheter after deploying. The physician was able to pull on the delivery catheter and shake it to release the clip. The physician completed the procedure with another of the same device with no patient complications. The patient was reported to be fine post procedure. Attempts to obtain additional information, including patient and follow-up procedure information, have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.